Event description:
In the course of varian's sqe testing, engineering discovered a problem with fastplan, framelessarray 1.0, treatment planning system that affects its accuracy for frameless treatments transferred via dicom (eclipse). More specifically, framelessarray incorrectly computes the center of the computerized tomography volume, resulting in a potential axial error ranging from 0.3 mm to as high as 1.5 mm (the largest observed error so far has been 0.9 mm). The error had not been detected in previous testing because the majority of datasets exhibit small error and are able to pass acceptance criteria.

Manufacturer narrative:
The initial assessment of this issue was that the user could not detect the localization error and have user potential to be as high as 1.5 mm. For fractionated treatments, an error of 1.5 mm is not desirable, but is within the accepted error of the system (in general 2 mm). For stereotactic radiosurgery (srs) treatments, the maximum error of 1.5 mm is higher than the desirable error. The risks associated to such an error will depend on the type of lesion being treated (benign, malignant or potentially functional), and the location of the lesion. There have been no reports of actual pt mistreatments due to this issue. Subsequent to this assessment, a medical device correction is in process to address this issue for all affected customers. Due to the decision to perform a device correcting, varian has determined that an MDR is appropriate at this time.